Event description:
It was reported that during a closing of the abdominal site, although the indicator showed that some staples were remained, the device could not be fired around the 10th firing. When the sales rep checked the device, it was found that the staple was malformed inside the tip of the device. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.